Manufacturer narrative:
The device was not return for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return .

Event description:
It was reported to nevro that the patient had developed an infection during the trial phase. The patient was hospitalized and was given IV antibiotics. The trial leads were explanted. There were no other reports of further complications.